Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. After attempting various troubleshooting steps, cts decided to replace the pump. The customer will use multiple daily injection mdi as backup therapy and was informed that a replacement pump with updated software would be sent. The customer was advised on returning the problematic pump and setting up the new one, acknowledging all instructions.